Manufacturer narrative:
D10 concomitant product: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#68249f); fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the first capsule failed to attach to the patient¿s esophagus. Multiple placement attempts were made on the same procedure, including a subsequent attempt to place a second capsule that was not successfully attached, and a third attempt that also failed to attached to the patient's esophagus. The physician verified capsule placement endoscopically. No harm or symptoms were reported, and no additional airway support or unplanned hospitalization was required.